Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #1). Additional emdrs were submitted to represent the bard/davol ventralex hernia patch (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug and ventralex hernia patch on (B)(6) 2021. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug and ventralex hernia patch on (B)(6) 2021. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2021 - patient was diagnosed with supraumbilical hernia thereby underwent open repair with implant of perfix plug (device #1) and ventralex mesh (device #2). Per op notes "a perfix plug (device #1) was placed in the umbilical defect and sutured. A ventralex mesh (device #2) was placed in the supraumbilical defect and sutured." (B)(6) 2022 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with explant of perfix plug (device #1) and ventralex mesh (device #2). Per op notes "both perfix plug (device #1) and ventralex mesh (device #2) were excised and a primary repair was done using sutures."

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2020) is considered to be a best estimate. Updated fields: a2, a4, b3, b4, b5, b6, b7, d4, d.6b (date of explant), g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol perfix plug (device #1). An additional supplemental emdr was submitted to represent the bard/davol mesh ¿ ventralex (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.